Event description:
It was reported that during a procedure on the day of this call with a trial patient, the external extension of the lead broke when the health care provider (hcp) was trying to implant it. This lead was not used and the caller provided the hcp with a different lead. Additional information received 2 days later indicated that it was not the lead, it was the external extension that broke. The white connection part of the extension broke while the hcp was passing it through the tunneler. No part of the lead was explanted. The lead would be discarded. They opened another lead to utilize its external extension on (B)(6) 2015. The patient was fine and is receiving effective therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).